Manufacturer narrative:
Unit received with partial white display due to cracked and bleeding lcd glass. Unable to verify blank display due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working and screen was not displaying anything. The customer¿s blood glucose level was unknown at the time of the incident. The customer was unable to perform self test as the display was missing. The customer was assisted with troubleshooting and the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.